Manufacturer narrative:
(B)(4).

Event description:
It was reported that backup vvi was observed via remote transmission. Patient was asymptomatic. Device was restored via programmer etp download. Patient was fine and will continue to be followed normally.